Manufacturer narrative:
.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a pacer malfunction and a defib test fail error. There was no patient involvement.